Event description:
A patient whose anatomical form was tortuous from the aortic proximal side to the aortic bifurcation was considered suitable for endovascular repair. The procedure was performed as labeled in 2008. Final angiography revealed that blood did not flow well into the ipsilateral iliac leg. The physician judged that the ostial area (upper area of the connection) of the ipsilateral iliac leg was narrowed, so he placed an additional iliac leg graft in the area of the connection of the main body and the ipsilateral iliac leg to the proximal site and then ballooned the area with another manufacture's balloon. The proximal top of the newly placed leg graft was placed at the same level with the proximal top of the contralateral iliac leg. The blood flow into the ipsilateral iliac leg was improved. On the next day, because the patient's consciousness level was depressed. The CT revealed cerebral infarction in the middle cerebral arterial territory (it is unknown whether the cerebral infarction was on the right or left side of the middle arterial territory). The patient is said to have language disorder and paralysis of the right side of the body due to the cerebral infarction. The physician continued treatment of the cerebral infarction with glycerol and radicut. Patient's current condition is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.